Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away. The cause of death was unknown. The customer¿s blood glucose was 4 mg/dl at the time of death. (B)(6)download indicated hypoglycemia due to heavy bolus on the evening of (B)(6) 2021. Customer exited to manual mode due to am "bg required for am". It was unknown if the caller will return the insulin pump for analysis.